Manufacturer narrative:
A philips remote service engineer reached out to the customer to obtain information about the unknown event but was not provided any additional details. A philips bench repair technician (brt) evaluated the device and determined that it went end of life on december 31st, 2025. The parts required for repair are no longer supported. No pa performed, no tools used, defective sticker placed on device. The device was returned to the customer unrepaired and is not returned to functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported during an unknown event, the user was unable to calibrate the co2 device and readings could not be obtained, which was indicated by an inop alarm for 'equipment malfunction'. The module was taken to the biomed shop, where the same device behavior was noted. No other clinical information or medical intervention was reported.